Manufacturer narrative:
The product was not received for evaluation. Please be advised that without the product sample co is unable to determine the cause of the clogged off drain.

Event description:
Surgeon stated that drain prematurely clogged off causing another surgical procedure to be performed. Account wants drain analyzed to see if it did prematurely clog.